Event description:
The patient had pain and swelling, but had subsided and the surgeon believed that surgical intervention was no longer necessary. The surgeon had a case scheduled for june 26th, but cancelled due to the cyst subsiding.

Manufacturer narrative:
No product is being returned for evaluation. H7: reinforced surgical technique to customer.